Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have damaged tube misloading sensors (force sensing resistors).there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged tube misloading sensors (force sensing resistors) is unknown. To correct the condition, the tube misloading sensors (force sensing resistors) were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.